Manufacturer narrative:
(B)(4).

Event description:
Was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share log was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.